Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture and device migration. The patient noticed something different about her left-side implant a couple of days before she reached out to mentor. The patient stated that the left implant feels like pulling towards bottom and left. The patient suspected rupture or gel leak. As a result, the patient had a consultation with a healthcare professional on (B)(6) 2020, and MRI was performed on (B)(6) 2020. The MRI result is currently pending. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the condition of the suspected medical device. Upon explantation, the left-sided device was found to be intact. On (B)(6) 2021, mentor received additional information regarding the replacement devices. The devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3503251bc, left serial #: (B)(6), right serial #: (B)(6). On (B)(6) 2021, mentor received additional information regarding the patient's symptoms. The patient experienced left-sided breast cyst. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms, date of explantation, and replacement devices. The patient experienced bilateral cutaneous contour deformity and breast pain. The MRI result indicated left-sided rupture. As a result, the patient is scheduled undergo bilateral removal and replacement with two mentor memorygel breast implant prostheses on (B)(6) 2021. The catalog number of the replacement device is either 3503501bc or 3503251bc. The relevant fields have been updated. Reason for device explant and/or reoperation: cutaneous contour deformity, breast pain, rupture, device migration manufacturer's reference number: (B)(4).